Event description:
On 2016-05-31, information was received from a consumer regarding a female patient who was receiving dilaudid (concentration and dose unknown) via an implantable pump for an unknown indication. On an unknown date, the patient's pump went empty and the patient experienced withdrawal. She was able to get a refill after "the delay" was resolved and the situation resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.